Event description:
During a navigation procedure, the shunt placement was off target from the expected placement. No significant delays or adverse consequences to the patient were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a navigation procedure, the shunt placement was off target from the expected placement. No significant delays or adverse consequences to the patient were associated with the event.